Event description:
It was reported that the distal filter was unable to be recaptured. A sentinel cerebral protection system was selected for a transcatheter aortic valve replacement (tavr) procedure. When recapturing the distal filter, the handle number 3 separated from the device and it fractured off. The team proceeded to extract the device without capturing the distal filter. There was no harm to the patient.